Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that he called the paramedics and was hospitalized due to high blood glucose. Customer stated that his reservoir leaked into the reservoir compartment of the insulin pump. Nothing further was reported.